Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pharmacy dept made up a concentration of 2000ug/ml baclofen and labeled it as 500ug/ml. This drug was then used to fill the pt's pump. The pt rec'd an overdose of baclofen because the doctors thought they were using 500ug/ml, as this is what drug was ordered. The pharmacy realized their mistake, and the pt was brought back to the hospital. The pump was set to a minimum rate prior to the higher concentration drug had a chance to reach the catheter tip. The dose of the pt was adjusted accordingly. On (B)(6) 2011, the pt's pump and internal tubing was emptied and rinsed with saline. The correct concentration of 500ug/ml drug was put in the pump, and the pt was then given the correct dose. It was clarified that the overdose was due to pharmacy error, and that there was no problem in regards to the pump. On (B)(6) 2011, it was clarified that the drug administered via the pump was compounded baclofen. Add'l info will be provided in a f/u report as it becomes available.